Event description:
It was reported that during a lap gastric bypass procedure, the cannula of the trocar broke in half. Another instrument was used to complete the procedure with no pt consequence.

Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.